Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it is unknown how the issue was resolved during the procedure, but the arm did not have to be disabled/abandoned and was able to be used for the procedure.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure that the port clutch on universal surgical manipulator (usm) 4 was not responsive at all. The issue remained after the system was power cycled. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed the reported issue. The tse recommended a system hard power cycle at the end of the case to try and recover the port clutch button. The caller stated they would perform this at the end of the case and the call ended. There were no reports of patient injury.

Manufacturer narrative:
Based on the information provided, it is unknown if the customer was able to complete the procedure with all four universal surgical manipulators (usms) or if a usm was disabled. An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the reported complaint but replaced the usm. The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.